Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between august 27, 2019 to august 28, 2019. H10: the device was received for evaluation. A visual inspection was performed and a dark foreign matter on the inside fill port connector was identified. Visual inspection with magnification verified dark foreign matter on the inside of the fill port connector at the tip. No functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.